Event description:
It was reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded and several adjustments were made. The system was then found to be operating as intended.